Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary left heart catheterization procedure, which was delayed by 30 minutes, and it was completed by moving the patient to another room. The philips remote service engineer (rse) analysed the system remotely and confirmed that the geometry movements were unavailable. The rse reviewed the log files which showed error with the table long motor controller. The issue persisted even after multiple reboots. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the longitudinal amc ecat drive was not powering on and confirmed that it was defective. To resolve the reported issue, the fse replaced the longitudinal amc ecat drive and downloaded the software. After replacement and necessary calibrations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.